Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of a vns pt's programming history noted high lead impedance readings. The pt had generator and lead replacement surgery on (B) (6)2003. Follow-up with the physician's office revealed the pt had no trauma prior to the high lead impedance readings and did not manipulate the vns. No x-rays of the vns were performed at the time. No adverse pt events were reported at the time of the high lead impedance. The pt is reported to be doing well at this time. Follow-up with the explanting hospital revealed the lead and generator were likely discarded after the revision surgery.